Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardiac arrhythmia diagnosis was performed when the issue happened. The procedure was completed by normal start up. A philips field service engineer (fse) inspected the system and confirmed that the float force tabletop key button was active at startup. After reviewing log file, fse found that the customer left their working staff over the table and tso was activating panhandle. The staff was moved over from the tso. After the staff was moved from over the tso, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the float force tabletop key button is stuck or active at startup. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.